Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the upper corner of the cassette was found to be leaking at the infusion set up. Per reporter the cassette was not attached at any point. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One (1) sample was received. The sample was received in used condition, decontaminated, and inside in a plastic bag. Functional testing included the sample was filled with 250 ml of colored water using a syringe to detect any occlusion or leaking. No discrepancies were detected. According to sample received, the failure mode ¿leaking¿ was not confirmed.